Manufacturer narrative:
Section a: there was no patient involvement. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump stopped while running tests. The console appeared to show motor stop command received. An issue was reported with and without the monitor connected. The console and motor would be returned for evaluation.

Event description:
As of (B)(6) 2025, the site confirmed that no patient was involved in the event. The event occurred during recirculation of a wet-primed circuit and recurred during evaluation. The site did not identify a cause but noted the age of the motor was greater than 10 years old.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor speed dropping to zero revolutions per minute (rpm) was confirmed via analysis of the returned centrimag motor. The returned centrimag motor (serial number: (B)(6)) was evaluated by serviced depot and by product performance engineering alongside known working test centrimag equipment and connected to a mock circulatory loop. During testing, the motor speed was set to 3500 revolutions per minute (rpm) and the motor ramped up to the set speed without any issues. A m5: set pump not reached alarm and a m2: motor disconnected alarm then activated due to the motor speed dropping to 0 rpm. The centrimag motor was then disconnected and reconnected and the issue was unable to be reproduced. An atypical noise was also heard during initial testing at service depot due to the pump centrimag pump vibrating; however, this did not impact the motor¿s ability to operate the pump at the set speed and could not be reproduced. The centrimag motor successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the motor cable was manipulated by hand. The observed issue was unable to be reproduced throughout testing. The electrical integrity of the wires in the centrimag motor cable were evaluated and no issues were observed. The outer jacket and shielding of the motor cable were then removed, and the underlying wires were carefully inspected and no issues were observed that would have resulted in the reported event and observed issues during testing. A log file was downloaded from the returned centrimag console and data from the reported event date of 07jul2025 was reviewed. The system was observed to be operating the motor at a speed of approximately 800 rpm and a flow of approximately 1.00 liters per minute (lpm). The log file then captured a m5: set pump speed not reached alarm on 07jul2025 at 09:59 due to the motor speed dropping to 0 rpm. The motor speed was then observed to have ramped back up to the set speed on 07jul2025 at 09:59 without any issues. The alarms were muted and cleared within a minute of activating. The system was then observed to have been manually shutdown on 07jul2025 at 13:27. No other notable alarms were observed during this time span. The reported event was determined to be due to an issue with the returned centrimag motor; however, a specific root cause could not be conclusively determined through this analysis. There were incidental findings of the motor cable being slightly kinked near the proximal bend relief and the distal bend relief . The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The centrimag motor was shipped to the customer on (B)(6) 2016. The current revision of the instructions for use (IFU) and operation manual can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual (rev. D) section 4 ¿ "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. D) section 10 ¿ "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. D) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.